Event description:
Customer alleged the lancet needle protruded from the softclix lancet device. Three unsuccessful attempts were made to contact the customer to determine whether the needle protruded before or after the device was fired. The customer reported an accidental stick with a lancet previously used by him while removing it from the device; no medical treatment was sought. A request was made for the return of the suspect device and replacement product was sent.